Manufacturer narrative:
The pump passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. The test minilink transmitter communicates properly to the pump. There was no unexpected calibration error alarm noted. Also, the test blood glucose meter communicates properly to pump. The pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose always dives faster with the first 150 units that are delivered with the pump. Customer stated that he wears the infusion set for 3-4 days before changing it out. Customer reported that his sensor readings are off by about 20-30 points. Customer's sensor glucose reading was 60 and his blood glucose was 130 mg/dl. Customer stated that about a month ago, his wife found him in bed convulsing due to a low blood glucose level. Customer was given a glucose shot to bring his blood glucose level up. Customer's blood glucose was 30 mg/dl at the time. Customer declined troubleshooting for low blood glucose. Customer was advised to change out the infusion set every 2-3 days per guidelines.